Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown) the device failed to discharge. Complainant indicated that the clinician obtained a second defibrillator; however that device failed to discharge. The clinican obtained a third device to continue treating the pt. Complainant indicated that the pt subsequently expired. Please reference medwatch report 1220908-2005-2379 which reports another device used in this event.